Event description:
It was reported that insulin pump may have experienced a malfunction. Customer stated that the insulin pump is not working as it sometimes rewinds itself. Customer's blood glucose reading was 203 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).